Event description:
It was reported that during the implant procedure the right ventricular (rv) lead was successfully implanted. During the implant of the left ventricular (lv) lead, the patient¿s oxygen saturation began to drop. The nurse was unable to arouse the patient, and the patient ceased to breathe on his own. A code was called. The lateral portion of the heart appeared to be moving via fluoroscopy, then suddenly ceased. The patient went into ventricular tachycardia (vt) and then asystole. They were able to pace from the rv lead and sustain a non-perfusing rhythm. The patient then went into ventricular fibrillation (vf), and was shocked multiple times, as CPR was performed. The patient was unable to be resuscitated. The physician did not suspect a perforation, or any lead related issues. A cause of death was not reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).